Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced difficulty waking the ilet using the power button during a dexcom g7 sensor change, after which placing the device on the charger allowed it to wake and unlock, and the agent then guided the user through a successful dexcom g7 sensor start; a blood glucose value of 376 mg/dl was reported before the sensor change. Symptoms included hyperglycemia. Outcomes included no alarms and completion of troubleshooting and education. Investigation included technical troubleshooting with user guidance. Investigation of this case revealed an inability to wake the device with the power button that resolved with charging, with no device component replacement and successful sensor initiation thereafter. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.